Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 14822256, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted.

Event description:
A report was received that the patient had broken leads. The patient underwent explant wherein leads were removed.